Event description:
The customer originally returned her olympus evis exera ii ultrasound gastrovideoscope due to insufficient lighting from the light guide lens noted during a diagnostic procedure. According to the initial reporter, the image was dark and could barely be seen. Though the specifics were note provided, the initial reporter confirmed that the procedure was completed without any patient harm. During the device evaluation, it was discovered that the adhesive on the distal end was gapped and peeling. This report is being submitted to capture the peeling adhesive noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The unit was tested and the image was present. The unit passed the fog test and evaluators also manipulated the cabling around, but the image remained. However, as noted, it was noted that the adhesive on the forceps cover was cracked and peeling, causing a leak to occur. Additionally, one of the elements in the ultrasound image was broken and the name plate from the control body was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.